Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. A functional evaluation was performed. The distal tip would articulate without issue. The spyscope ds was backloaded over a guidewire; the guidewire passed freely through the working channel. Also, a spybite device was passed freely through the spyscope ds working channel. No issues were identified with advancing accessories. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The complaint was not consistent with the reported event of difficult/unable to advance accessories, however, the working channel sleeve protruded from spyscope ds. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, on the second attempt to break bile duct stones, the non - bsc electrohydraulic lithotripsy(ehl) probe would not exit the spyscope ds. Reportedly, there was no visible damage noted on the spyscope ds. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.